Event description:
It was reported via repair work order that the cot does not always catch the ambulance hook due to customer using the old dual hook system from ferno. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.